Manufacturer narrative:
(B)(4). Won't bow. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: no patient involvement. It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during a procedure performed on (B)(6), 2009. According to the complainant, the wire would not come out of the tome. The autotome rx sphincterotome was not used in a patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.